Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prim or compromised force sensor system alarm test, excessive no delivery test and displacement test. Device passed delivery accuracy test. Device received with corroded battery tube, cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 25 mg/dl at the time of the incident. The customer was at 355 mg/dl at the time of the call. The customer had lows due to over bolusing to treat highs. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer had highs on (B)(6) 2018 of 457, 429 mg/dl to over 600 mg/dl which they treated for with manual injections. The customer also reported highs of 430 to 523 on the day of the call. The customer experienced high symptoms such as dry mouth and they treated with manual injections and the pump. The insulin pump will not be returned for analysis.